Manufacturer narrative:
Evaluation summary one device was received for evaluation. These device have been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the insulation on the jaw wire was damaged. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. The investigation identified the cause of the reported event to be an user error. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device broke during use on a patient. The jaw wire and insulation defect resulted in a broken wire. The same issue occurred with a second device used in the same procedure. The procedure was converted from laparoscopic to open due to a lack of laparoscopic device. No piece of the jaw or wiring fully detached from the device during the procedure. The event led to extended patient hospitalization.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, an insulation issue resulted in a broken wire on the device. Because of the issue, the device could not be used and the procedure was converted from laparoscopic to open. No other laparoscopic devices were available. The event extended patient hospitalization.